Event description:
Angiography machine unexpectedly shutdown during the middle of pt procedure. It took approx 10 minutes to get sys back up. Chief electrician verified that there were no fluctuations in electrical power during this event. Philips field engineer could not determine a cause.